Event description:
The customer contacted stryker to report that their device unexpectedly lost power during a call. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The likely cause of the reported issue is the power pcb. Due to part obsolescence, the customer was advised to scrap the device. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.